Event description:
At initiation of a routine hemodialysis treatment pt complained of not feeling right, eyes were swelling, feeling itchy and short of breath. The treatment was ended. Treated with benadryl 50mg IV and then sent to hospital for IV solumedrol per physician order. Nurse states this was the pt's first treatment with system one. No other medical intervention required.

Manufacturer narrative:
No problem found with returned cartridge. There is no evidence of a device malfunction. The user's guide includes adequate warnings to monitor for potential allergic reactions. The pt continues hemodialysis with a dialyzer from another MFR without further symptoms. No further investigation is required. Nxstage medical considers this report closed. No additional info will be provided.